Manufacturer narrative:
H11: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked; further described as the "cassette interface has a leak each night"; further described as ¿happening recently¿. The patient was not connected at the time of the events. This occurred during use of the devices for peritoneal dialysis therapy. Renal therapy services (rts) discussed the use of continuous ambulatory peritoneal dialysis (capd) and advised the patient to contact their pd registered nurse regarding the issue.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified dates of 2024; further described as "over the past few months". Should additional relevant information become available, a supplemental report will be submitted.